Event description:
It was reported that a patient presented remotely via merlin.net. The right ventricular (rv) lead was over-sensing noise on two different channels, and was reproducible in clinic with isometrics. Programming changes were made on 18 may 2022. There were no patient consequences.